Manufacturer narrative:
Product evaluation: one (1) un-sealed sample, part number 1883673hs, was received for analysis; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing: 0.7¿ of the inner distal tip broke off which would have resulted in the reported event. When viewed under magnification, the break corresponds to the inner spiral wrap which was twisted in on itself in a clockwise direction indicating excess torsional load. The cutting tip was compacted with biological contaminants which is likely to result in need for excess pressure to sustain cutting efficiency. The irrigation and suction ports were also clogged which may have contributed to the buildup. There was gouging at the distal end inside diameter of the outer tube and corresponding damage the outside diameter of the inner shaft, as well as striations 0.71¿ from the distal face of the inner hub; these are all indicators of excess pressure being applied during use. The instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation]. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ess, the bur came in contact with the "bony septum and stuck in the nose. The bur was rotated again and pulled out"; however, it appeared that the tip remained inside the patient. Additional information received states that the surgeon confirmed removal of a fragment without the use of additional equipment or procedures. There was no patient impact; the patient was seen for a follow-up and was making "satisfactory progress."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.